Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the sample was broken off and part of its connector stem had broken and remained in the female luer lock adaptor. The reported condition was verified. The cause of the condition was likely a user related issue as it was reported that there was no damage or abnormality before use and the leakage had happened after starting use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink i.v. Catheter ext set was leaking from the connection between the female luer. This was observed during use. There was no report of patient injury or medical intervention associated with this event.